Manufacturer narrative:
The reported field event of noise and inhibited pacing was not confirmed in the laboratory. The device was tested on the bench using electrical and mechanical tests and no anomalies were found.

Event description:
It was reported that during device replacement procedure upon connecting the lead into the new pulse generator, noise and inhibited pacing were observed. Reprogramming the device resolved the noise however inhibited pacing was still noted. Additional reprogramming was made but intermittent pacing was observed. The device was replaced. There were no adverse consequences to the patient. Patient was in stable condition.